Event description:
Customer called to report that a patient sample tested on the galileo for abid and resulted as negative. The sample was from a patient with a history of anti-fya.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention crrid, lot id107. This reagent was used by the customer at the time of the event. The returned sample exhibited 4+ hemolysis; therefore, galileo testing was not performed. Manual testing was performed with the returned sample using retention crrid, lot id107. The sample was nonreactive in all testing. Hemagglutination tube testingv was performed with the returned sample using retention panoscreen I, ii, and iii, lot 45057. Immuadd, lot 357005-1 was used as potentiator. Sample exhibited +w reactivity with cell I [fy(a+b+)], 1+ reactivity with cell iii [fy(a+b-)], and was nonreactive with cell ii [fy(a-)].